Manufacturer narrative:
Initial reporter postal code: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume folfusor. The patient returned to the hospital after being connected for therapy for 24 hours and it was observed that the device had not delivered any medication as the device was full and the bladder had not sunk in size. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. The sample was returned to the plant containing 234 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye showed no evidence of fluid coming out at the distal end of the flow restrictor. Force prime was performed several times to revive flow, but flow was not observed. Subsequent examination on the flow restrictor revealed the root cause of the no flow problem was due to crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.